Event description:
This ra lead was implanted on (B)(6)2007 and remains implanted at this time. A call was placed to technical services on (B)(6)2016 stating that exhibited >2000 ohms impedance with lead safety switch and some undersensing, the physician was dr.(B)(6) at ne heart. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).